Manufacturer narrative:
Philips service replaced the image processing pc, hard disk spare part, and clarityiq_ii ip pc no hdd, and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image processing pc failure caused image display issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.